Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19043169, medical device expiration date: 2022-04-24, device manufacture date: 2019-04-18. Medical device lot #: 19073274, medical device expiration date: 2022-07-30, device manufacture date: 2019-07-24. Medical device lot #: 20033161, medical device expiration date: 2023-03-07, device manufacture date: 2020-03-04. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1 as lvp 20d dehp 3ss cv set from lot 19043169, 1 set from lot 19073274, and 1 set from lot 20033161 had issues with the tubing coming apart. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "event 1: material #: 2426-0500, batch/ lot #: 19043169. Event 2: material #: 2426-0500, batch/ lot #: 19073274. Event 3: material #: 2426-0500, batch/ lot #: 20033161. It was reported that on three separate occasions when the packaging was opened, the tubing was apart and could not be used. Verbatim: I also have three bd alaris pump infusion set 2426-0500 lot # below (10)19043169, (10)19073274, (10)20033161. Never used when opened the tubing was apart and could not be used."